Event description:
A pt underwent endovenous laser treatment for vein reflux. Treatment of their left leg was uneventful, per the doctor. A postoperative ultrasound showed no abnormalities although there was a lot of "tumescent" in the vein. When the pt returned after 48 hours, pt complained of tenderness. The doctor performed an ultrasound. He could see that 3.3 cm away from the saphenofemoral junction, there was what looks like a hyper lucent density in the vein. The doctor suggested that the pt return in a few days. During the next visit, the doctor reported that it definitely looked like a foreign object during this examination. Since the pt is terrified of injections, they admitted pt to outpatient surgery and surgically removed the foreign body under general anesthesia. The doctor reported that the item removed from the vein was a piece of fiber 13 mm long. Per the doctor, at this point all indications are that the procedure was successful and the vein is closed without any additional problems. Per the doctor, the pt is now "fine".